Event description:
A surgeon reported a pt with poor near and intermediate vision with glare following bilateral intraocular lens (iol) implant surgery. Approx four mos later, the lens was exchanged for another model. In a f/u, the surgeon reports the outcome of the event as "poor". There are two medical device reports associated with these events. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 12/03/2008 by fax and mail. A completed questionnaire was rec'd on 12/09/2008. This report was mailed to FDA on: 12/19/2008.